Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to lead noise. It was noted that the patient was not in good health. Programming changes were discussed. No interventions were reported. There were no patient symptoms reported.